Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for crep2 creatinine plus ver.2 (crea) and ua2 uric acid ver.2 (ua) on a cobas 6000 c (501) module - c501. No erroneous results were reported outside of the laboratory. The first sample initially resulted with a crea value of 197 mmol/l. The sample was repeated on (B)(6) 2018 on a different c501 analyzer, resulting with a crea value of 334 umol/l. The 334 umol/l value was believed to be correct. The second sample initially resulted with a ua value of 253 umol/l on (B)(6) 2018 and when repeated on a different c501 analyzer, the result was 430 umol/l. This sample had an initial crea value of 50 umol/l on (B)(6) 2018, and when repeated on a different c501 analyzer, the result was 89 umol/l. The values measured on the other c501 analyzer were believed to be correct. No adverse events were alleged to have occurred with the patients. The crep reagent lot number was 32825201. The ua reagent lot number was 298729-012. The reagent expiration dates were asked for, but not provided. The field service engineer changed the sample probe. Precision studies were performed. The gear pump pressure was ok and the photometer check was ok.

Manufacturer narrative:
Upon review of the alarm trace, many sample short and abnormal aspiration alarms occurred. The clotting time of the sample tubes was too short. The investigation was unable to find a definitive root cause.